Event description:
It was reported that during an unknown proedure, the device misfired by producing one row of staples. The case was completed using another like device. There was no reported patient consequence.